Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. Customer stated he had just obtained meter/strips on day of call. The customer does not know his expected blood glucose test result range; customer stated that he was diagnosed about a year ago but did not get any direction regarding what to do from the doctor. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 581mg/dl using true metrix meter. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 04/21/2023 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips was not returned for evaluation. Meter was returned. Reported defect not reproduced. No defect found most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 27-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products had been received but that he had not yet tested with them. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips was not returned for evaluation. Meter was returned. Reported defect not reproduced. No defect found most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 27-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products had been received but that he had not yet tested with them. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. Customer stated he had just obtained meter/strips on day of call. The customer does not know his expected blood glucose test result range; customer stated that he was diagnosed about a year ago but did not get any direction regarding what to do from the doctor. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 581mg/dl using true metrix meter. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 04/21/2023 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).